Manufacturer narrative:
The main component and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient noticed a recurrence of symptoms similar to baseline and have been in the ER twice due to dehydration. Interrogation of device on (B)(6) 2016 showed impedances of c<(>&<)>2 and 2<(>&<)>3 to be >20,000, with c<(>&<)>3 as 382. Surgical intervention is planned for an unknown date. There were no falls or trauma related to this event. Indication for implant is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.